Event description:
It was reported balloon rupture occurred. The 90% in-stent restenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. After crossing a guide wire to the lesion, dilation was performed with a 4mm-220mm coyote balloon. A 5.0mmx220mmx150cm sterling¿ balloon catheter was selected to dilate the lesion. Upon the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a 5mm-150mm non-bsc balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).